Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope ec38-i10cl. In the event reported, the user states that the sales rep upgraded the firmware yesterday on 20 scopes at (B)(6) after they completed procedures. The physician called him to say that they've been having problems all morning, with various scopes, in room 3 - the room that sales personnel used to upgrade the firmware of all scopes. The issues have been image freezing, flashing, and/or going black altogether and would happen multiple times per procedure. It is occurring in each procedure so far this morning.. The timing of the event is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model ec38-i10cl-us is available for sale in the united states with a 510k #k190805. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. Inspection findings are as follows:image flicker/ run when scope deflected; passed dry leak test; insertion tube bubbling; passed wet leak test; image common image freezes; customer complaint confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 24-nov-2021, a device history record (DHR) review for model ec38-i10cl, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 18feb2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.